Event description:
Additional information was received on (B)(6) 2017 from a consumer and it was reported that the surgery to correct the flat back syndrome was done on (B)(6) 2016 and the infection developed 3-4 weeks after that surgery. A second surgery was done to clean out a deep abscess in the spine. At that time, the intrathecal catheter was removed with dural repair and the pump was removed from the anterior abdomen. (B)(6), klebsiella, and candida were the identified infections. Antibiotics were initiated.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use non-malignant pain. The patient¿s pump was removed in (B)(6) 2016 due to infection in spine after back surgery. Per the patient there was no plan to insert a new pump.

Event description:
Additional information was received from the consumer on 2017-jan-16. It was reported that the back surgery was to correct flat back syndrome. Three weeks after the surgery, the patient's spine developed a bad infection, so the catheter was removed. The infection went down to the pump, so the pump was removed as well on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.